Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that prior to the discordant results, they observed measurement errors on quality control (qc), but were able to obtain qc within range. Ccc dispatched a siemens customer service engineer (cse) to the customer site. While troubleshooting the instrument, the cse replaced the integrated multi-sensor technology (imt) rotary valve, pinch valve tubing. The cse found the sample probe dirty with white build up and replaced it. The cse performed alignments, ran precision and qc, all resulted satisfactory. The cause for the falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated on an alternate dimension exl instrument, resulting higher and matching the original instrument repeat. The repeated results from the alternate dimension exl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.